Manufacturer narrative:
No product was returned for investigation, so a substantial investigation can not be completed. There was no product issue found.

Event description:
There was an allegation of questionable accu-chek inform ii test strips glucose results with an accu-chek inform ii meter + rf. Patient 1's initial result at 8:29 am was 33 mg/dl, and the repeat result at 8:31 am was 61 mg/dl. A venous sample was drawn at 7:46 am with a result of 66 mg/dl. The result of 61 mg/dl was deemed to be correct. Patient 2's initial result at 7:15 am was 508 mg/dl, and the repeat result at 8:01 am was 148 mg/dl. A venous sample was drawn at 7:10 am with a result of 130 mg/dl. The result of 130 mg/dl was deemed to be correct.

Manufacturer narrative:
The serial numbers for the accu-chek inform ii meter's are (B)(6). Qc was completed and passed on all 3 referenced meters. The strips have been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.